Manufacturer narrative:
When the second coil, a 3x6 trufill orbit mini complex fill, was advanced through an echelon 10/ev3 microcatheter friction was felt in the middle section of the microcatheter. The coil was successfully withdrawn and with a second attempt to advance the delivery system, the delivery system broke. The device was exchanged for another coil which was used with another microcatheter. It was reported that a stopcock was attached to the y connector that the device was inserted through. The procedure was treatment of a 4x10 posterior communicating (pcom) artery aneurysm. Prior to the event a 4x8 basket gdc/boston coil was inserted through the microcatheter. The orbit coil was inspected and was normal when removed from the package, and the introducer was locked with the y valve and advanced through the microcatheter. The coil introducer was seated correctly in the microcatheter hub. A constant and dedicated flush was maintained at all times. After removal, other than the reported event, no other damages were noticed on the delivery system introducer or coil and the coil was still attached to the delivery system. A non-sterile trufill dcs orbit was received broken in two sections, the hypotube was inspected and several kinks were found on it including at the broken section. The introducer was received partially zipped and it was found twisted, kinked and with flat section. The support coil, gripper and embolic coil were inside of the introducer and no damages were found on them. The od from the delivery tube was measured and was found within specification. The hypotube was inspected under microscope and was observed in the both final parts (broken section), that the hypotube apparently kinked before it broke. Functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance during insertion could not be evaluated due to the returned condition of the device. Separation of the delivery tube was confirmed and appears to be related to kinking of the device. The cause of the kinks could not be conclusively determined; however, because it was reported that there were no damages with pre-use inspection it appears that procedural factors impacted these findings. Additionally, inspections are in place with records indicating that the product met specification prior to shipment. It was reported that a stopcock was used instead of the recommended rotating hemostatic valve. This factor along with procedural handling may have contributed to the separation of the delivery tube. With review of the analysis of the returned device and the device history records, there is no indication of any manufacturing issues related to the reported events. Therefore no corrective or preventive actions will be taken at this time.

Event description:
When the physician advanced the micro-catheter (ev3 echelon 10) to the 1/3 of the aneurysm, a boston gdc 4x8 basket as the first coil, and after the 1st coil was successfully detached, an orbit 3x6 (orbit mini complex fill 3x6) was selected. The orbit coil was inspected as was normal when removed from the package, and the introducer was locked with the y valve and advanced through the microcatheter. However, the physician felt friction during the coil advancement, and after several attempts, failed. Then, the orbit coil was successfully withdrawn into the introducer and out from the patient. After the y valve was withdrawn from the patient, the physician re-tried to advance the coil delivery system, at this moment, the delivery system broke. The physician changed another coil and used another micro-catheter (ev3 axium 3x6) to complete the procedure. A sample of the y connector is not available. A stopcock was attached to the y connector, and the y connector was not a tuohy borst adapter.

Manufacturer narrative:
The coil introducer was seated correctly in the microcatheter hub. Prior to this coil, one other non-cordis device went through the microcatheter without any issues. A constant and dedicated flush was maintained at all times, however the coil was stuck in the middle section of microcatheter. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. The target site was the (pcom) posterior communicating artery with a 4x10 aneurysm. An envoy catheter was utilized during the case. Additional information will be submitted within 30 days of receipt.